Event description:
It was reported that the micro sagittal saw ran without user activation toward the end of a procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A f/u report will be filed when the quality investigation has been completed.